Event description:
Customer reported that the drive support cap was broken after the insulin pump was dropped. The blood glucose reading was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with cracked end cap, cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.